Event description:
X-rays taken at dr's office revealed that the tibial baseplate was broken. During surgery dr removed the baseplate and replaced it. The existing patella and femoral component were left in place.